Event description:
The customer reported an issue where they observed no insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. To resolve the problem, the customer changed the infusion set and cartridge.